Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Manufacturer narrative:
Isi has not received the force bipolar instrument involved with this complaint. If additional information is obtained, a follow-up MDR will be submitted. Based on the information provided at this time, the decision tree was executed to indicate that this complaint is being classified as a reportable event due to the following conclusion: although there was no report of patient injury, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted incisional hernia repair surgical procedure, part of the force bipolar instrument hook broke off inside the patient and the surgeon removed it in the same procedure. It was reported that no post-operative test was needed to be performed. It was reported that the fragments were retrieved using a back-up instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The issue occurred when three-quarters of the procedure was completed. The fragments did not fall inside the patient during an instrument tip / accessory collision. The instrument was removed during the surgical procedure and the instrument¿s wrist was straightened upon removal through the trocar. The surgeon believed that force on the instrument tip is what caused the instrument to break. All instrument fragments were retrieved and no additional surgical procedure was required to remove the fragments. No injury occurred to the patient, and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.